Manufacturer narrative:
Unable to verify manufacture mode due to flashing display. The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No cosmetic damage to the case noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a solid white display. The insulin pump was alarming and vibrating. Customer's blood glucose reading was 10.7 mmol/l at the time of the incident. The customer replaced the battery but it did not resolve the issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.